Event description:
Original ambicor (app) device was implanted on (B) (6) 2009. On (B) (6) 2009, the entire ambicor device was removed and replaced, reason was not indicated and ams has requested additional info.